Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
The caller alleged the infusion device was not working properly and she was hospitalized. At 2:03 pm the patient received a blood glucose result of 438 mg/dl and administered a bolus of 8.6 units. At 2:38 pm she received a blood glucose result of 451 mg/dl and administered a bolus of 6.1 units. At 3:50 pm she received a blood glucose result of 475 mg/dl and administered a bolus of 11.6 units. Shortly after this result the patient was taken to the nearby clinic. The clinic received a blood glucose result of 475 mg/dl. The patient lost consciousness. Upon arrival at the clinic the doctor's diagnosed the patient with diabetic ketoacidosis and treated her with serum. At 8:15 pm they treated her with 20 units of novorapid insulin. At 8:52 pm the patient received a blood glucose result of 449 mg/dl. The values were still high and the same day she was referred to a private clinic. On (B)(6) 2019 the patient was conscious and changed her infusion set. At 11:01 am the patient received a blood glucose result of 224 mg/dl. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019.